Event description:
It was reported there was a failure of the right speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and upon functional tests, identified the right speaker was silent. The speaker failure was confirmed and the fse replaced the speaker assembly. The device remains at the customer site. (B)(6).